Event description:
It was reported that an ozark tapered driver shaft was detaching from the ozark streamline spin cap handle intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report is for the streamline spin cap handle.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that an ozark tapered driver shaft was detaching from the ozark streamline spin cap handle intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report is for the streamline spin cap handle.